Manufacturer narrative:
This report is for 1 unknown spine device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient on (B)(6) 2012, was implanted with travios peek cage using minimally invasive reduction screw system (mirs). The patient has been revised due to pain symptoms at a unknown date and a anterior fusion cage has been used. No further information was provided. Material is not available for investigation. This report is for an unknown spine. This is report number 1 of 2 for (B)(4).